Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an under delivering alarm. The customer went to the emergency room on (B)(6) 2018 for a high blood glucose of 319 mg/dl. The customer was wearing the insulin pump system within 48 hours of the reported hyperglycemic event. Prior to the hospitalization, the customer treated via insulin pump boluses; however, the boluses had no effect and the customer switched to manual insulin injections instead. The caller suggested that the insulin pump under-delivered and that it failed to alarm insulin flow blocked. During troubleshooting, there were no set, site, or reservoir issues identified. The caller had also performed the high pressure test and the insulin pump passed. However, the caller will return the insulin pump for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm or no delivery alarm noted.